Event description:
There were coupling/communication issues. A seroma was present at the pocket site. The ins seemed to be floating around in the pocket and was on its side for a while. Fluoroscopy confirmed the ins was flipped. The patient was waiting for surgery to be scheduled. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).